Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation cannot be performed due to lot number being unknown. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that uss-ii polyax pedicscr ø7 l45 tan green was observed with foreign substance, several scratches and deep dents at the threads. In addition, the screw was received assembled with the head. A dimensional inspection for the uss-ii polyax pedicscr ø7 l45 tan green was unable to be performed due to post manufacturing damage. A functional test was performed and the head was stuck in screw and cannot be rotate in both direction. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the uss-ii polyax pedicscr ø7 l45 tan green would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured revisions were reviewed: -pedikelschraube ø6.2mm/ø7.0mm mit dualem kern - länge xx drawing: sm_206693 rev. C (current) dimensional inspection: n/a .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product codes: kwp, mni, nkb, kwq. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported that on (B)(6) 2022, the surgeon was doing a 1 level instrumented fusion (l5-s1). When screwing the 4th screw in, the screw would not advance further, with 1/4 of the thread remaining. The screw also would not back out. Surgeon tried to use pliers, but that did not work. The surgeon was advised to put on the head and short rod, and lock the construct off with sleeve and nuts so that this would turn the screw using screw removal counter torque. This worked, and surgeon removed this set and replaced it with a new set. There was a surgical delay of 10 minutes. This report involves one 7.0mm ti uss polyaxial screw 45mm thread length. This is report 2 of 3 for (B)(4).